Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibial plateau leveling osteotomy (tplo) surgical procedure on a canine, it was observed that a piece of the 1/8 partially threaded pin device broke off in the bone and nicked an artery when used with the quick coupling device. It was reported that the surgeon was able to remove the piece of pin device from the bone. It was reported that there was a forty-five minute delay to the surgical procedure. A spare device was available for use and the procedure was successfully completed. There was no human patient involvement reported as this was a veterinary procedure. There were no reports of prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.